Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see section h.10.

Event description:
It was reported that the bd precisionglide¿ needle was defective and wouldn't correctly insert into the cartridge during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "contact reported having an issue with a needle that did not go into her cartridge correctly."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd precisionglide¿ needle was defective and wouldn't correctly insert into the cartridge during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "contact reported having an issue with a needle that did not go into her cartridge correctly."